Manufacturer narrative:
Covidien reference number: (B)(4). The main printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The pcb was placed into a test ventilator. During testing the device intermittently generated an alert and ventilation stopped. A visual inspection was performed and no defects were observed. The reported malfunction was duplicated. Due to the intermittent nature of the failure, root cause could not be determined.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use, a ventilator stopped and shut down. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.